Event description:
Technician got the nurse and stated IV was dripping. The nurse went to check on the patient and noticed that the tpn was leaking from around the spike where IV tubing was attached to the bag of tpn. The pump was still running. A puddle of tpn was on the floor. There was at this time a piece of tape around the spike. This nurse is unsure when that tape was placed on the spike. The nurse then noticed there was some fluid dripping down around the IV spike on the lipids as well. The patient stated the lipids had been leaking earlier. Both tpn and lipids were still running, although due to the large volume on floor the tpn will not last until 2100. Spoke with pharmacy, and they suggested contacting md for d10. Spoke with the resident, and he stated just to turn off the tpn. This nurse stated that we don't typically just stop it. The resident had me speak with the attending, who agreed to the plan for d10 in the absence of having tpn available. Called biomed call center and will tag bags and tubing. Biomed stated they will send someone up.